Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ paint: unable to observe. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "breast deformation, increased hardness, progressing pain and discomfort", "capsular contracture of the iii grade (baker)", "heaviness in both breasts, backache." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture of the iii grade (baker)". Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported right side "breast deformation, increased hardness, progressing pain and discomfort", "capsular contracture of the iii grade (baker)", "heaviness in both breasts, backache." Device has been explanted.